Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) burst during pull back before the unknown sheath was out of the vessel. The doctor was able to readvance the unknown sheath back into the vessel, at which point they opened another 6/7f mynxgrip (vcd) to try again. The second mynxgrip failed the same way in the same place, again bursting the balloon. The unknown sheath was again readvanced and the doctor decided to open a non-cordis closure device and was able to close with that. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU) instructions. The balloon loss of pressure occurred quickly enough that the unknown sheath could be reinserted twice. The staff assumes that there was a calcium shelf in the vicinity of the puncture site that burst the balloon twice in the vessel but the physician asked for all the lot numbers of the device be removed and sent back for credit along with the two busted devices. A retrograde approach was used. The deployer was trained in the mynx device. Other procedural details were requested but were not provided. The two non-sterile and six sterile devices will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) burst during pull back before the unknown sheath was out of the vessel. The doctor was able to readvance the unknown sheath back into the vessel, at which point they opened another 6/7f mynxgrip (vcd) to try again. The second mynxgrip failed the same way in the same place, again bursting the balloon. The unknown sheath was again readvanced and the doctor decided to open a non-cordis closure device and was able to close with that. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU) instructions. The balloon loss of pressure occurred quickly enough that the unknown sheath could be reinserted twice. The staff assumes that there was a calcium shelf in the vicinity of the puncture site that burst the balloon twice in the vessel but the physician asked for all the lot numbers of the device be removed and sent back for credit along with the two busted devices. A retrograde approach was used. The deployer was trained in the mynx device. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2510705 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿balloon balloon loss of pressure" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. It is possible that calcium that was suspected in the vessel caused damaged to the balloon materials that led to their rupture. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.